Event description:
It is reported that a revision surgery occurred, due to pain.

Manufacturer narrative:
(B)(4). The MFR did not receive explanted devices, x-rays, or other source documents for review. The lot numbers received for explanted device history records were reviewed, and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this event is related to the issues for which zimmer implemented a correction in 7/2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).